Manufacturer narrative:
Internal complaint number: (B)(4). Historical data analysis: (4109/213/67) this is an OEM device and the lot/serial number was not provided. Therefore, a query of similar complaints for the lot/serial number and the reported failure mode was not performed. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul -2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/or customer indication that the device would be returned; however, no device was returned. This reported device is an OEM device. A lot/serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke. No reported patient issues.